Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cached formulary data was corrupted. The technical support specialist (tss) performed backup and full synchronization (no database drop), verified data sync communication, rebooted station, and confirmed normal operation. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es dexmedetomidine 4 mcg/ml nacl 0.9% soln 200 mcg/50 ml (medid 100597) displayed incorrectly as 2 ml vials (medid 100596) during assign and load, despite correct product linkage in barcode management, requiring a full sync without db drop. However, there were no delays or adverse events or injuries reported based on this event.